Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the laparoscope's image would flash green. The issue occurred during a therapeutic laparoscopy. The procedure was completed with a similar device. There were no reports of patient harm or procedural delay.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation, and corrections to fields b5, d8, e2, e3, and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, this is a known error pattern (green/purple image), where both a defect in the cable and the charged coupled device can cause the error pattern. Olympus will continue to monitor field performance for this device.

Event description:
The device involved was a video telescope, and the issue was found in the middle of the procedure. The procedure was completed using the same device. No delay to the procedure was reported.

Manufacturer narrative:
This report is being submitted to include additional information in h7 and h9 fields.